Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that this right ventricular (rv) lead exhibited pace impedance measurements of greater than 3,000 ohms, resulting in a lead safety switch (lss). Technical services (ts) noted the lss was not programmable due to unipolar pace was hard programmed. Ts discussed the cause was likely clavicular crush however this was not confirmed. Noise was observed which was being oversensed, resulting in greater than 2 seconds of pacing inhibition. No asystole was observed as this patient had an underlying rhythm coming through. This rv lead remains in service. No adverse patient effects were reported.